Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of receiving certificate of conformance showed that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: " intraoperative fracture of screws can occur if excessive force (torque) is applied while seating bone screws."

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted that the root cause of the event was most likely due to torsional overload as evident by the spiral fracture pattern. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent a plating procedure on (B)(6) 2014. During the procedure, the head of a threaded cancellous screw fractured off during insertion. The screw remains in the patient.